Event description:
Pt reported obtaining a capillary blood glucose result of 262 mg/dl, while using the suspect device. Based on this result, pt reportedly sought treatment at his physician's office. Pt stated that, 15 minutes later, his capillary blood glucose measured 131 mg/dl, on his physician's blood glucose monitor. No treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.